Event description:
It was reported that the infusion set became dislodged from the applicator while the ilet user removed the paper backing from the adhesive, after which the user placed a new set and requested replacement supplies. There were no reported adverse clinical effects. Outcomes included no reported alarms, no medical intervention, and uninterrupted therapy after the set was replaced. Investigation included troubleshooting and user education regarding proper infusion set deployment and connection. Investigation of this case revealed an infusion set deployment error consistent with user technique during adhesive application, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.